Manufacturer narrative:
Citation: yang, j. Md et al. Evolution of veterans affairs transcatheter aortic valve replacement program: the first 100 patients. The journal of heart valve disease. 2018; volume:27, issue:1, 24-31 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding the evolution of one veterans affairs (va) transcatheter aortic valve replacement program. All data were retrospectively collected from a single center between november 2013 and august 2016. The study population included 100 patients (predominantly male, mean age 79.7 years), thirty of which were implanted with medtronic corevalve or evolutr transcatheter aortic valve (tav). The remaining patients were implanted with a non-medtronic balloon expandable tav. No serial numbers were provided. Among all patients, adverse events included: trace to moderate paravalvular leak (pvl), valve migration treated with valve-in-valve, cardiac tamponade treated with sternotomy, vascular complications/blood loss, cerebral vascular accident (cva), trace to moderate aortic regurgitation (ar), atrial fibrillation (afib), complete heart block (chb), permanent pacemaker implant, and endocarditis. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.